Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. Corrected fields: d8 and e1: (contact and address should not be filled). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The legal manufacture was able to confirm that the customer's reprocessing steps were according to the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. However, it is likely that the reportable event was due to incorrect or insufficient reprocessing methods, or handling. It is likely also due to fragments from deterioration of the parts and accessories to be cleaned. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the colonovideoscope exhibited foreign material in the air water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.